Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia after valve surgery. It was reported that the right ventricular (rv) lead and right atrial (ra) lead both exhibited polarity switches and possible under-pacing. Both leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.